Manufacturer narrative:
The complaint was documented as a result of review of scientific literature article due to adverse events reported. No product malfunction or failure was reported in the literature. Device information (model number and batch/lot number) is unknown. Therefore, device history review (DHR) review could not be performed. The device was not received for evaluation. Additionally, as the device information is unknown, a review of the complaint database could not be performed based on part number; however, a review was still performed based on the reported event of enophthalmos and diplopia with no additional complaints were noted . Review of risk documentation revealed the harm(s) and hazard(s) are adequately captured. Per the article "the treatment of post-traumatic orbital deformities remains a serious challenge. Such fractures lead to serious complications if erroneously diagnosed or treated. Enophthalmos, persistent diplopia, disturbances in visual acuity, and reduced globe motility typically manifest slowly and progressively 1 to 6 months after injury or surgery." The article also stated, "individual digitally designed titanium mesh is the proper choice of implant material to recover precise [orbital volume] in fresh or older orbital fractures." No product problem/malfunction was reported. Based on the information received and the investigation performed, the root cause could not be conclusively determined. Related reports: 2027754-2023-00016, 2027754-2023-00018, 2027754-2023-00019, 2027754-2023-00020, 2027754-2023-00021, 2027754-2023-00022, 2027754-2023-00023, and 2027754-2023-00024. Suggested health effect-clinical code (annex e): enophthalmos.

Event description:
In the article " reconstruction of orbital floor fractures comparison of individual prefabricated titanium implants and calvarial bone grafts" by guo, l., tian, w., feng, f., long, j., li, p., and tang, w., the authors assessed fresh (less than or equal to 2 weeks) and old (greater than 2 weeks) orbital floor fractures and examined how selection of the implant affected the development of enophthalmos or the treatment of pre-existing enophthalmos. They conducted a retrospective review of 61 cases treated with calvarial bone grafting or individually prefabricated titanium mesh implants (osteomed). The features of orbital floor fractures and orbital volume (ov) changes were analyzed by a 3-dimensional medical surface rendering image software system. It was reported, in the group with fresh fractures, there were 2 cases of enophthalmos and 1 cases of diplopia with those who had the titanium mesh. In the old fractures group, there were 4 cases of enophthalmos and 2 cases of diplopia in the group with titanium mesh. This is report 2 of 9 for this event.